Manufacturer narrative:
The lfs product has not been returned to lifescan for evaluation. If the subject product is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch ultra test strip box was damage. The issue was discovered on the night of (B)(6), 2013. Subsequently 4 hours later, the patient reportedly developed symptoms described as "weakness, lack of energy, and shaky." The patient was tested at "32 mg/dl" on the emt meter at 1:30 am and required medical intervention with dextrose tablets at 2 am. By 3:20 am, the patient's blood glucose went up to "120 mg/dl." During troubleshooting, the patient confirmed the package of 50 test strips was damaged. The lfs products were replaced and requested back for investigation. This complaint is being reported because required medical intervention for hypoglycemia after experiencing the reported issue.